Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, a fluoroscopy was performed and it was discovered that the right atrial lead dislodged. The pocket was reopened and the lead was explanted and replaced. The patient was in recovering condition.